Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two devices were received for evaluation; 2 events were not confirmed during testing. Two devices were found to have no failure detected. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device leaked. One event had patient involvement with no patient impact. One reported events had no known patient involvement or patient impact.